Event description:
It was reported that during a percutaneous coronary intervention procedure, a catheter shaft break occurred. The target lesion was located in a non calcified and non tortuous left anterior descending artery. An unknown size emerge balloon catheter was used to pre dilate the lesion. During advancement the catheter shaft broke in two pieces. The detached piece of the catheter was surgically removed via the arm. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is well.

Manufacturer narrative:
Age at time of event (B)(6). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device,if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).